Event description:
A malfunction was reported with a code displaying malf 16, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support took steps to resolve the issue by sending the customer a replacement pump with updated software. The customer was instructed on the proper procedures for returning the faulty pump and acknowledged understanding of the instructions. There was no backup therapy available, so the customer will contact their healthcare provider.